Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shutdown due to insufficient battery power. Reportedly, the customer had not charged the pump, and was unable to power the pump back on. During troubleshooting with tandem technical support, the pump was able to be powered back on. Customer had elevated blood glucose (bg) levels (270 mg/dl). Customer addressed elevated bg levels with manual injections.